Event description:
Boston scientific received information that after multiple attempts this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated. The health care professional (hcp) tried with 2 different programmers, moved the patient to another room, and applied a magnet. When the magnet was applied there was no beeping tones. Boston scientific technical services (ts) was contacted and they discussed the troubleshooting options with the hcp. The physician stated that a 12-lead EKG was performed. The patient's rhythm was atrial fibrillation (af) with a ventricular rate in the 50's and no pacing present. The physician also stated that this device had experienced a component failure. A future replacement procedure will be scheduled. No adverse patient effects reported. Subsequently additional information received from the local sales representative states that this crt-d has been removed from service. The device was still unable to be interrogated once removed from the patient. No adverse patient effects reported from the procedure.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
This device has been removed from service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation(s).